Event description:
Received information stating the battery on the customer's pump depletes faster than normal. In addition, the tandem usb cable does not change the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.